Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not alarmed. The customer¿s blood glucose was 90 mg/dl. The customer reported that overnight had a low and the pump was not alarmed. The customer was assisted with beep anomaly. The customer was advised to call us back once had the insulin pump with her so we can troubleshoot on why insulin pump was not alarm when insulin was suspended. The model will not be returned for analysis.